Event description:
The ventilator does not finish the start up sequence. Acoustical alarms sound and technical failures.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  The issue in question is deemed a reportable event since the malfunction "booting/ start up failed with blue screen" ventilator did not start up, no ventilation. No patient connected. Unit need to be replaced. The root cause of the ventilator device "booting start up failed with blue screen" alarm during startup was due to a defective vu esm or ip esm board. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while it was used for treatment or diagnosis. The failure "booting / start up failed with blue screen" after starting up the ventilator may lead to a delay of the procedure as the procedure must be re-planned or completed using an alternative means of ventilation. The issue is not likely to be serious to public health but is likely to cause serious injury or death if it were to recur. Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. The allegation in this case was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to the issue in this case as it will be deemed a reportable event. The final investigation was performed by our technician.